Manufacturer narrative:
On 09 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: early subsidence of femoral stem in cementless total hip arthroplasty on a (B)(6) woman. Early subsidence is normally related to positioning/sizing problems, often connected with anatomical peculiarities, because the cementless stem cannot find adequate press-fit, and this appears to be the case in the present circumstances. No reason to think that a faulty device originated this problem. Batch review performed on 09 january 2017. Lot 162770: (B)(4) items manufactured and released on 22 june 2016. Expiration date: 2021-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second event reported on the same lot (MDR 2016-00663). Not available

Event description:
The patient came in complaining of instability. The surgeon determined the stem had subsided. The surgeon revised the stem and head. The surgery was completed successfully. X-rays are available, explants are not available.